Manufacturer narrative:
(B)(6) 2021 lead also explanted due to dislodgement on (B)(6) 2021. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 10 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. After cleaning the fixation helix from coagulated blood and tissue residuals, it could be properly deployed and retracted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
8/9/2021 lead also explanted due to dislodgement on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2021 lead also explanted due to dislodgement on (B)(6) 2021. Codes were added to the manufacturer analysis. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to the helix not properly extending or retracting. No adverse patient events reported. Should additional information become available, it will be added to this file.